Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: non-physiologic tachycardia events with noise (no syncope) were observed on both channels. Patient is device dependent. Maximum length of event was 4 seconds. Lead remains implanted at this time. Should additional information be received, this file will be updated.